Manufacturer narrative:
B5: describe event or problem- updated.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected for use. After the insertion of the sheath, the physician continuously aspired air out of the sheath. Air was visible in the sheath and syringe. The sheath was replaced, and an alternate device was used. No patient complications were reported. It was further confirmed that no visible air was in the patient. The air was observed in shaft and syringe. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected for use. After the insertion of the sheath, the physician continuously aspired air out of the sheath. Air was visible in the sheath and syringe. The sheath was replaced, and an alternate device was used. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Investigation summary: with all the available information, boston scientific concludes the reported air ingress was not confirmed. The faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. Microscopic inspection of the hemostatic valve identified a deformation on the inner valve, and the device did not pass leak testing due to the deformation. The insertion of compatible devices during normal use would not have caused this valve deformation; the valve damage is consistent with valve damage due to the dilator being inserted in the sheath for an extended period of time, most likely during transit to boston scientific. Device history record (DHR) review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive steerable sheath clear device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that dame to this conclusion. Boston scientifics investigation was unable to establish a clear conclusion about the cause of the reported event. The valve deformation identified during returned product testing was consistent with damage caused by the dilator being inserted in the sheath for an extended period of time, most likely during transit to boston scientific.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected for use. After the insertion of the sheath, the physician continuously aspired air out of the sheath. Air was visible in the sheath and syringe. The sheath was replaced, and an alternate device was used. No patient complications were reported. As per gfe 3/9/2026 was confirmed that no visible air was in the patient, the air was observed in shaft and syringe only, the tracking number for return was provided.